Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
Investigation of the returned expiratory pressure transducer printed circuit board (pcb) has been completed. The reported internal leakage sub-test failure could not be reproduced when the returned pcb was tested in a reference ventilator. Performed pre-use checks passed without deviations and no alarms were generated during ventilation testing. The cause for the reported failure could not be determined since the problem was not able to be reproduced. The reported problem could not be confirmed since the device logs were not available for evaluation.

Event description:
(B)(4).

Manufacturer narrative:
A printed circuit board has been replaced during on-site troubleshooting and the reported ventilator was put back into service. The replaced part has been requested for investigation but not yet received. A supplemental MDR report will be sent when the investigation is completed.